Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The customer reported that the dermatome was skipping and ripping the skin graft. This unit was last serviced on november 23, 2005 for the same reported malfunction. The pt needed a large graft which required an additional graft site.